Event description:
It was stated that the patient overdosed a total of 3 times. The first occasion was about 1-2 years prior at which time the patient was having more pain and requested an increase in medication; he also received a bolus. He was at his healthcare provider's (hcp) office and "just rode out the overdose" and did not receive any more care after that. The second overdose occurred on (B)(6) 2012. The patient was getting a refill and everything started to feel like it was slow motion. He "rode this out again" and did not seek additional care. The healthcare provider was unsure about what was causing it. The third overdose occurred on (B)(6) 2012. The patient was getting a refill and the same issues began to occur. He felt dizzy and did not remember anything from the time he left the office to that evening. He also did not have any follow-up care after this incident and "just rode out the symptoms." It was also stated that during refill, the healthcare provider hit a nerve which was very painful and that the hcp felt the symptoms may have been due to hitting the nerve. The patient had a spinal cord stimulation system as well and the follow-up physician for the stimulator felt that there may be an issue with the catheter not being in the epidural space and that a spinal tap performed (B)(6) 2012 confirmed this. The pump contained hydromorphone, clonidine, and saline. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Event description:
Additional information: the cause of the event was illegible. It was reported that an explant was anticipated. Patient symptoms included hypotension and drowsiness. At the time of the report the patient was without injury.

Event description:
Additional information received reported that the health care provider (hcp) decided to explant the pump as the elective replacement indicator (eri) was within 6 weeks, instead of testing the catheter. The cause of the event was unknown. The symptoms associated with the event was an "illegible word" then stated, " for several hours after pump refill". It was reported that there was no patient injury and no hospitalization required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implanted: (B)(6) 2006 explanted:. (B)(4).